Event description:
As reported: "grey button fell out of the targeter, no longer able to lock the triple sleeve into the targeter, unable to place screw in preferred distal locking hole".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The received picture was reviewed and it can be confirmed that one of the grey push button is missing. The device was not returned for evaluation, therefore no further evaluation is possible. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "grey button fell out of the targeter, no longer able to lock the triple sleeve into the targeter, unable to place screw in preferred distal locking hole".